Event description:
Ous MDR - boston scientific received info that during a routine follow-up, it was noted that this right ventricular (rv) lead displayed high pacing thresholds. An x-ray confirmed the lead has moved slightly. A repositioning procedure was completed and successful. No adverse pt effects were reported. To date, this right ventricular (rv) lead remains in service. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.